Manufacturer narrative:
Follow-up #1 date of submission 03/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there were no power interruptions were observed in the black box download. The retuned battery cap has no damage; it is able to completely attach to the pump until resistance is met and no yellow o ring is visible. No damage found to the battery compartment. The display screen was observed to have a faded pinkish contrast. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period using the returned battery; no power issues were duplicated during this time. The battery cap contact height and width was found to be in specifications. Investigators were unable to confirm or duplicate the compliant during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.